Event description:
It was reported that the patient¿s ilet operated in bg run mode due to no available sensors, resulting in repeated prompts for manual blood glucose entry and perceived under-delivery of insulin, with reported blood glucose values of 424 mg/dl decreasing to 235 mg/dl and then rising again after eating while the ilet was not connected. Symptoms included hyperglycemia. Outcomes included temporary limitation in device therapy effectiveness and the need for ongoing user input to manage glucose. Investigation included customer interview, review of device-use history as reported by the user, and troubleshooting and education regarding bg run mode, manual bg entry frequency, and reconnection to the freestyle libre 3 plus. Investigation of this case revealed that missed connectivity and meal intake without the ilet present likely contributed to elevated glucose and reduced automated dosing. It was concluded that the device functioned as designed in bg run mode with performance dependent on timely manual bg entry and cgm availability, and that user factors related to sensor availability and device connectivity contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.